Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous proximal left circumflex artery (lcx). A 2.5 x 10mm non bsc balloon catheter used for pre dilatation, crossed the lesion and was inflated to 16 atms. The 3.5 x 12m promus element mr stent delivery system (sds) was advanced, but after many attempts was unable to cross the lesion. The device was removed and it was noted that the stent was flared. After additional pre-dilation with a 2.75mm non-bsc balloon inflated several times to 20atms, a 3.0x12mm promus element stent was successfully deployed to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).